Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: driveline cover d4: expiration date: 21-jan-2013 / lot#: r019845 h4: mfg date: 26-jan-2009 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to (section h11) additional product added. Additional products: d1: heartware ventricular assist system ¿ventricular assist device (vad) d4: model #: 1103 / catalog #: 1103 / expiration date: 31-jan2020 UDI #: (B)(4), (B)(6), d9: no, h3: no, h4: mfg date: 29-jan-2018, h5: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vad exhibited the high watt alarms and the controller exhibited the electrical fault alarms.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller was not returned for evaluation ((B)(6)). A segment of the driveline cable associated with (B)(6) and a driveline boot cover (lot no. R019845) associated with surgical tool kit (lot no. 1423522) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the controller's manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. A review of the (B)(6) manufacturing documentation and the driveline cover inspection records confirmed that the associated devices met all requirements for release. There was no evidence that (B)(6) and the driveline boot cover had previously been serviced. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned segment of driveline cable revealed discoloration of the outer sheath and damage to the strain relief. Visual evidence provided by the site revealed contamination within the driveline connector pins; however, visual inspection did not reveal any signs of contamination. On-site inspection of the driveline boot cover revealed that the boot cover was hardened. Visual inspection revealed slight discoloration around the edges of the driveline boot cover. Functional testing could not be performed since the driveline cover was hardened and shrunken, which prevented a driveline connector from fitting into the driveline cover to conduct retrieval force testing. Dimensional verification revealed that the driveline cover¿s inner diameters were found to be below specifications. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited inc reased hardness and stiffness compared to a control sample. Log file analysis revealed one (1) high watt alarm was logged on 15/dec/2024. Review of the event log file revealed two (2) reactivation events were logged on 15/dec/2024 at 10:27:51 and 10:27:56. Review of the alarm log file revealed one (1) electrical fault alarm was logged on 15/dec/2024 at 10:27:56. The electrical fault alarm and reactivation events were due to an overcurrent condition in the front stator, resulting in the pump running on a single stator (rear stator only). Further review of the alarm log file revealed four (4) low flow alarms were logged since 19/dec/2024. As a result, the reported electrical fault, high watt, low flow alarms and hardened boot cover were confirmed. The reported vad stop could not be confirmed. A driveline splice repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed driveline strain relief damage may be attributed to multiple factors, including but not limited to wear and/or handling of the driveline. The most likely root cause of the reported driveline connector contamination can be attributed to the handling of the device. The most likely root cause of the reported electrical fault alarms, high watt alarm and observed reactivation events can be attributed to a short circuit within the driveline cable, likely due to wire damage. Since the entire length of the driveline cable was not returned for evaluation, it is possible that the wires were damaged in a segment which was not received or at the site where the driveline was c ut. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported hardened driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening. CAPA pr00536773 is further investigating this issue. The most likely root cause of the reported vad stopped alarm can be attributed to the splice repair procedure, as described in the event details. Additional products: d1: heartware ventricular assist system ¿ vad surgical tool kit d4: serial and lot #: (B)(6) d9: yes, return date: 07-jan-2025 h3: yes additional products: d1: heartware ventricular assist system ¿ driveline cover d4: lot #: r019845 d9: yes, return date: 07-jan-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the hospital for low flow alarms on the ventricular assist device (vad) and symptoms of respiratory syncytial virus (rsv). The patient had their driveline serviced and repaired during the hospitalization due to intermittent electrical fault alarms. Visual inspection did not reveal any external damage to the driveline; however, the physician requested a splice of the driveline. During the splice repair it was noted that the driveline cover was hardened which was removed and replaced. The vad was stopped during servicing for approximately one (1) minute and the vad restarted without delay.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and servicing was received. Correction: the low flows and rsv were previously reported in association with report number 3007042319-2025-00011 and that informat ion with the associated codes have been added to this report and will only be captured in this report going forward. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: unk / serial#: unknown d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic visit, a patient with a ventricular assist device experienced two occurrences of electrical fault alarms and two occurrences of high watt alarms associated with the pioneer controllers. The alarms were not initially reported by the patient to the ventricular assist device team. The patient indicated that the alarms occurred while they were bent over and lifting something heavy, and the alarms self-resolved. There were no patient symptoms or complications associated with this event. No further alarms have occurred since the initial incidents. The device will be replaced in the future by a medtronic product.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 lead implanted (B)(6) 2012, (B)(4) lead implanted (B)(6) 2012, (B)(4) ICD implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.